Event description:
Rxsight received a medwatch report mw5183895 dated 03/12/2026. In this medwatch report, a patient stated that she had the light adjustable lens+ (lal+) implanted in her right eye with no issues post-implantation; however, after the 1st light adjustment her vision became worse. Per information provided by the treating physician, the patient's right eye was being targeted for plano sphere. Prior to the 1st light treatment on (B)(6) 2025, the patient's uncorrected distance visual acuity (ucdva) was 20/20, manifest refraction (mr) was -0.25 +0.25 x100 with best corrected distance visual acuity (bcdva) being 20/20. After the light treatment on (B)(6) 2025, the patient's ucdva was 20/25+2, mr was plano +0.75 x045 with bcdva 20/20. Patient also reported being light sensitive, having starbursts, shadowing, and ghosting. Furthermore, patient reported that the treating physician noted observing central circle/ring in the iol. The lal+ was later explanted, and the patient had a vitrectomy due to prior yag capsulotomy. The patient alleges, based on information obtained on social media, that the visual disturbances that she experienced were due to non-focused light adjustments; however, there is no clinical evidence suggesting this is a contributing factor. The patient's light treatment data shows there was sufficient dilation for visualization of the optic, the light treatment was in focus and centered, within normal limits, and shows no evidence of prolonged decentration.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).